Manufacturer narrative:
Sc-1132, sn (B)(6). Device evaluation indicated that the ipg passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient's ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.